Event description:
The customer reported that her blood glucose was 300mg/dl in the morning when she woke up. She activated a pod at 8:11am, and the pod had an occlusion alarm that morning. She deactivated the pod at 9:29am. At 9:39am, her blood glucose was 365mg/dl. She stated that she stood up and fell, that her legs "gave out on her" and an ambulance was called. In the ambulance, her blood glucose was 406mg/dl. She woke up at the hospital. At 10:30am, her blood glucose level was going down (no specific result reported). She said that another pod had been put on at 9:53am. In the hospital, an EKG was done because of her fall, and she was also given intravenous insulin and saline for ketones. When she was released from the emergency room, her blood glucose was 129mg/dl. She also stated that she had a urinary tract infection. She stated that she did not believe she was receiving insulin from the pod.

Manufacturer narrative:
The returned device was evaluated. The reported occlusion alarm was confirmed; its root cause could not be determined. An occlusion alarm is a safety feature and not a malfunction. No other defect or deficiency was found to have contributed to the reported hyperglycemia and emergency room visit. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "when a hazard alarm occurs in the pod, all insulin delivery stops. Failing to address the situation could result in hyperglycemia," and, "test results greater than 250mg/dl mean high blood glucose (hyperglycemia). If you get results above 250mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250mg/dl, follow the treatment advice of your healthcare provider." It cautions, "due to the serious nature of hazard alarms, you must act promptly to resolve them. Acknowledge the alarm condition by pressing ok, which silences the alarm. Deactivate and remove the active pod. Activate and apply a new pod."